Event description:
This is a spontaneous case report received from regulatory authority (B)(4) in united states on 15-jan-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2011. In 2012, she developed a rash over her body in odd spots including arms, face and chest. She has seen many dermatologists, had many biopsies performed and took several medications, but she has not recovered yet and no cause was found for her event. She also had other side effects such as anxiety, forgetfulness, low sex drive, mood swings that make her feel uncomfortable, feeling faint and dizzy when moving too fast or even sitting still, joint pain everywhere but especially in lower back and hips and a pain so severe in lower abdomen (more on the right side) that radiated around to back and sent her to the ER (emergency room) 4 times between 2013 and 2014. That severe pain comes and goes when it feels like it, but she also has abdominal discomfort daily along with bloating. During her ER visits she had multiple ultrasounds, CT scans, x-rays, blood work and urine tests, but no exam provided any answer concerning her events; in all of her scans and x-rays, the coils were seen. She was seen by 2 hematologists due to chronic fatigue, but blood work revealed nothing. She also experienced night sweats, hot flashes and pain in abdomen. She was seen by a rheumatologist who has tested her for many inflammatory diseases, but found nothing regarding her chronic joint pain, random fevers and rashes. She had gi issues as well with bloating, belly pain and even rash (she though that she could be celiac), so she visited a gi doctor. After a trial of different medications that had no effect, she had an upper endoscopy and colonoscopy performed in 2013, but nothing was found. In addition to all that, she had a hysterectomy performed in 2013 during which only her uterus and cervix were removed, leaving her ovaries; she was not sure whether both coils were removed or not. She has seen her gynecologist in regards to pain after the hysterectomy and nothing; she mentioned to him that the coils could be the reason behind her problems, but she was told that it could not be. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain so severe in lower abdomen (more on the right side) that radiated around to back. This event was considered serious due to medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, consumer experienced this event an unknown time after essure insertion. Several tests were performed and the results did not show nothing and the coils were seen. Based on the information received, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident since a hysterectomy was required. Additionally, several non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 02-feb-2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain so severe in lower abdomen (more on the right side) that radiated around to back. This event was considered serious due to medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, consumer experienced this event an unknown time after essure insertion. Several tests were performed and the results did not show nothing and the coils were seen. Based on the information received, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident since a hysterectomy was required. Additionally, several non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.